Event description:
Related manufacture reference number: 2017865-2023-52379. It was reported that the patient's right ventricular lead exhibited noise oversensing. The right ventricular lead was explanted and replaced on (B)(6) 2023. During the procedure, the atrial lead was damaged and also removed and replaced. The patient was discharged from hospital.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found external abrasions breaching the outer insulation. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can and another device or feature of the patient anatomy.